Event description:
I began having memory issues after breast implant surgery, immediately following the surgery. In the time since, I have experienced chronic fatigue, fibromyalgia, hashimoto's, breast pain, hair loss, joint pain and arthritis, chronic red and dry eyes, brain fog, and difficulty concentrating. FDA safety report ID # (B)(4).